Event description:
It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red and swollen due to infection. The infection was due to the generator changeout procedure that occurred on (B)(6) 2025, and it was unknown if the infection related to any of abbott device. The physician explanted the entire system- the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead were explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.